Event description:
Procedure: bilateral exploration fusion surgery levels implanted: l4-5-s1 it was reported that, the patient underwent bilateral exploration l4-5-s1 fusion surgery using rhbmp-2/acs. Screws, caps, rods and c rosslink were explanted during this surgery. Post-operatively, patient sustained unspecified injuries. No other information was provided.

Manufacturer narrative:
(B)(4): neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.